Event description:
It was reported that lead was not used due to "tortuosity and smaller caliber of the vessel". The lead was removed and no information about status of replacement lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed.